Manufacturer narrative:
(B)(4). As confirmed by the user facility, no sample is available for evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: as the doctor was performing the epidural, questionable loss of resistance occurred. The catheter was advanced to about 22 cm. As the catheter was being withdrawn, some resistance was felt and the doctor gently tugged on the catheter. After the withdrawal of the catheter, the doctor noticed it was cut at the 9 cm mark. The tuohy needle was not checked to see if the catheter was left in the needle which could have been possible since the tuohy needle is 10 cm long. The catheter did not go intrathecally. The procedure was then aborted. The patient had an uneventful vaginal delivery shortly thereafter. A cat scan was conducted but failed to locate the catheter. The doctor consulted the neurosurgeon and the neurosurgeon stated to do no further intervention. The patient has had no symptoms or complaints.